Event description:
Edwards received notification that this 11500a27 valve implanted in aortic position was explanted from this 43-years-old patient after an implant duration of 4 years due to valve calcification leading to stenosis (peak gradient of 101 and mean gradient of 52mmhg, velocity of 5.02 m/sec, valve area of 0.77 cm2) and trace regurgitation. As reported, patient presented with breathless and syncope before valve replacement. The patient was noted as to be doing well after the redo procedure and discharged home.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to section d4 (expiration date) and h4 (device manufacturer date) updated section b4 (date of this report), g3 (date received by manufacturer), h6 (device code(s)), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve s hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of bicuspid native aortic valve and the patients age at implant. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Manufacturer narrative:
Updated: d9 (device availability), h3 (device evaluated by manufacturer). Added: h6 (type of investigation). The valve was sent to our product evaluation laboratory for a full evaluation. As received, customer report of calcification and stenosis was confirmed. Report of regurgitation was confirmed in the as received condition due to leaflet tear. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on both the inflow and outflow surfaces of all three leaflets. As received, leaflet 2 was torn approximately 5 millimeters at the cusp area and leaflet 3 had cracks of approximately 3 millimeters long near commissure 1. Calcification was evident at the tears and cracks. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4 millimeters on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was heavy at the inflow aspect and moderate at the outflow aspect. Calcification restricted leaflet mobility and led to stenosis. Sewing ring was cut off and exposed the metal band around the valve on the inflow aspect. Laboratory findings were aligned to customer pictures.